Event description:
Spinal catheters x2 were damaged during insertion and it was suspected there may be retained fragments. Post-operative imaging was ordered for investigation; 2 spinal levels of plastic tube left in patient. Ref report: mw5148355.